Event description:
It was reported that the colono videoscope had blood adhered on the nozzle. The issue occurred during an unspecified procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.